Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
New information was received indicating the patient was seen for a normal follow-up appointment and shock impedance measurements had increased to 114 ohms from a steady 88 ohms. Boston scientific technical services (ts) discussed the values were still within range, particularly with this single coil lead, however discussed how the change is relatively high percent so recommended monitoring to see if the values increase any further. All other lead diagnostics were normal. No adverse patient effects were reported. Should additional information become available, this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information became available indiacting this to be a device issue and not a lead issue.

Event description:
Boston scientific received information that an alert was detected due to high shock impedances that were greater than 125 ohms. Impedances were within normal range and started to increase over the last couple months. The sales representative noted they did a commanded test since they had the red alert. At 1.1 j shock, impedances were 80 ohms and at 31 j shock, impedances were 78 ohms. Based on this testing, the physician felt comfortable with the integrity of the lead and elected to monitor the performance at this time.